Event description:
Pt dropped blood pressure and oxygen saturation in midst of thoracotomy and anterior spinal discectomy. Air identified in level 1 hotline fluid warming set tubing. Tubing replaced and pt stabilized with meds. Surgical procedure completed without further incident.